Event description:
The customer contacted ameda via phone call on (B)(6) 2014, stating that her breast milk was getting backed up to the diaphragms of her purely yours breast pump during pumping sessions. Trouble shooting by the parent care representative revealed that the customer was using the speed dials incorrectly. The customer stated that she had an onset of mastitis symptoms in mid- ((B)(6) 2014), while breastfeeding and using her purely yours breast pump, which were resolved with antibiotics, rest and nursing her baby more often.

Manufacturer narrative:
Ameda sent the customer replacement disposable components (valves and flanges) on (B)(6) 2014. Customer issue resolved with education on proper use of speed dial and new disposable components. The product was not returned to ameda, inc. At this time.